Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the complaint device is not being returned, therefore is unavailable for a physical evaluation. Thus, a definite root cause cannot be determined. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. This complaint is approximately 371 days old and despite attempts by mitek customer quality and affiliate business quality to get additional information, none has been made available. Based off the information available to mitek customer quality, there is no patient risk or consequences. This complaint file is being closed, should any new information be received in the future, this file will be reopened at that time and updated to reflect the information received. A review into the depuy synthes mitek complaints system revealed no other complaints for this lots of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-50522.

Event description:
The affiliate reported via email that product "burst" during the surgery that happened on (B)(6) 2017. It is unknown until this moment if both products burst or just one. We are verifying this information yet. Additional information received via email from the affiliate on (B)(6) 2017 type of procedure is unknown, this information was sent to the sales rep to verify. It is unknown if the split in the tubing is where the tubing is placed on the roller, this information was sent to the sales rep. To verify. It is unknown if the photo was for one tubing or both, this information was sent to the sales rep. Verify. Another product that was available in the hospital was used to complete the procedure. There was no delay. There were no patient consequences.